Event description:
It was reported that the lead insulation was found damaged due to a suture placed on the insulation, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7232cx implantable cardioverter defibrillator (ICD). (B)(4).

Manufacturer narrative:
Product event summary #the partial lead was returned in segments and analyzed. The distal conductor was fractured. It was further noted that the distal conductor was pulled, stretched and overstressed. The overlay tubing insulation had cosmetic tubing melt, and an outer insulation depression. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.